Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The referenced ues-40 was not returned to olympus medical systems corp.(omsc) for evaluation. However the ues-40 was returned to olympus (B)(4). (B)(4) evaluated the ues-40 and found that there was no abnormality and irregularity regarding leakage electrical current. The facility did not point out the abnormality and/or malfunction of the ues-40. Therefore the ues-40 had no malfunction. The ues-40 is scheduled to be returned to the facility. According to the literature, it is known that urethral stenosis is common complication on a tur procedure, especially usage of a thick endoscope predisposes a patient to developing urethral stenosis. Also, the exact cause of the reported burn cannot be conclusively determined, however, during the electrosurgical procedure, it is generally known that the burn may occur by the user handling. Therefore omsc concluded that this phenomenon was attributed to common complication of tur and inappropriately handling by user. Olympus stated the appropriate handling of the ues-40 in the instruction manual. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is 4 of 7.

Event description:
Olympus was informed that the seven patients suffered the urethral stenosis and the small burn on the tip of the penis after the turis procedure. All patients were treated and discharged with follow-up appointment within 1.5 month.